Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl; cause was unknown. Customer's girlfriend provided runner's gu to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: patient put their device into shelf mode on (B)(6) 2020 and did not start up the device again until (B)(6) 2020. No data was available in the logs for (B)(6)2020, indicating the patient likely indicated an inaccurate date for their low bg. Blood glucose (bg) values from 43-51 mg/dl were recorded by continuous glucose monitor (cgm) from 12:08:23 am to 12:23:29 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:08:23 am on (B)(6) 2020. On (B)(6) 2020, from 6:11:27 pm to 8:36:53 pm, the user made five (5) bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.